Event description:
It was reported that the atrial lead was attempted to be used in the atrium but the lead would not stick when the helix was extended despite numerous attempts. The physician stated this was due to the patient anatomy of a large atrium and poor tissue. The lead was removed. It was also reported that a right ventricular lead was attempted but the lead's sensing of r-waves decreased to unacceptable values for the physician, therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.